Event description:
It was reported that the system displayed collimator error messages. This error is likely to result in a no boot situation. No pt injury or death was reported associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem. The sys operates as intended.